Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, a 18f manta was deployed for closure. Arteriotomy was 10mm, with no calcification, and a deployment depth measurement of 9+1. The tavr required two separate large 21f expandable sheath insertions due to the inability to pass the valve systems through the sheath. A third valve system was opened and able to pass through the second sheath. The valve was delivered, and the expandable sheath was removed. The manta was deployed for closure without complication and post-angiogram revealed the manta lock in correct position with no movement or contrast extravasation. A subtle ooze was present following the guidewire removal, manual pressure was applied, the oozing ceased, and the patient was taken to their room. The next day pulses were weak in the extremity on the manta side. Ultrasound revealed the lock was moving with pulsatile flow. During surgical intervention the lock was found inside the artery and moving with pulsatile flow. An expandable balloon stent was placed which secured the lock to the artery wall. The root cause of the occlusion is possibly from a dissection. Dissections are a common event in large bore procedures. It is inconclusive if the dissection was caused during the procedure or by the manta closure device. Due to insufficient information, and no device or angiograms available for investigative purposes, the root cause cannot be determined. The IFU (was reviewed and confirmed to list warning: do not use if there is difficult dilation from initial femoral artery access (e.g., damaging, or kinking dilators) while step dilating up to the large-bore device. Difficult dilation of the puncture tract due to scar tissue may lead to swelling of surrounding tissue, thus compromising the accuracy of the puncture depth determined during the puncture location procedure. Precautions: if bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis.

Manufacturer narrative:
Device will not return for evaluation and an investigation has been opened to review risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: the patient underwent a tavr procedure around noon. With a 27mm valve that required a 21fr. ~23fr. (Od) sheath. The skin depth locator was used and showed a depth of 9cm. Vessel diameter was 9mm, straight and clean. It was planned to place the manta at a depth of 10cm post procedure. The procedure itself required two separate sheath insertions because they could not pass the first two systems through the sheath. It would not pass. Each large 21fr. Sheath insertion went smoothly. Finally a third valve system was opened and it was able to be passed through the second sheath. The sheath has the expandable sheath system. After successful valve placement the sheath was removed. After the procedure the manta was placed as per normal and deployed with no issues. The act at the time was 246 and 40mg of protamine had been given 5 minutes prior to manta and before the last act was drawn. B/p was 140's systolic. Manta deployment was perfect with a perfect looking ss lock location on the final angio, with no movement. No contrast extravasation was noted. There was however, a subtle ooze at skin level for which physician asked his tech to hold pressure for ~5 min. Pressure was held and the ooze stopped. The patient was taken to his room without issue.the next day it was noted that pulses were weakened in his extremity on the manta side. An ultra sound was performed and it was found that the ss lock was moving with pulsatile flow. Physician took the patient back to the cath lab for intervention and it was found that the stainless steel lock was inside the artery and moving with pulsatile flow. Physician placed a balloon expandable stent through the manta location to move it out of the middle of the artery and pin it to the artery wall. This fixed the issue and the patient was fine post procedure. It is speculation that pressure being held after the procedure may have pushed the manta through the arteriotomy into the vessel and possibly that the sheath created a bigger ""hole"" than expected.there were no further issues and the patient is doing fine.